Event description:
Device issue: difficult to remove. Adverse event: intervention. Onset of adverse event: during the procedure. It was reported that during the right carotid artery stenting procedure, there was difficulty advancing the rx accunet filter due to calcification. The delivery catheter was removed, the lesion was pre-dilated and the delivery catheter was successfully re-advanced over a buddy wire. During filter retrieval resistance was met during advancement of the soft tipped straight retrieval catheter through the stent, so it was removed. A bent tip accunet retrieval catheter advanced through the stent and the filter was successfully captured and withdrawn. The procedure was completed and there was no adverse pt effect. Though requested no add'l info was provided.

Manufacturer narrative:
(B)(4). Eval summary: physical resistance can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, device placement technique, interaction with the previously implanted stents, device shape selection and accessory device support. Reportedly, the target lesion was heavily calcified and 95% stenosed, which likely contributed to the reported resistance during advancement of the delivery catheter. Additionally, it was reported that the straight tipped retrieval catheter was unable to advance but a bent tip retrieval catheter was able to advance and successfully remove the filter basket. It is likely that device shape contributed to the reported physical resistance during advancement of the retrieval catheter. In this case, the reported physical resistance and subsequent therapy appears to be related to the operational context of the procedure. As part of manufacturing quality process, all embolic protection devices are inspected to ensure product structure and integrity. In addition, samples from each lot are visually, dimensionally and functionally inspected.